Manufacturer narrative:
Additional information: section h imdrf annex codes, section d unique identifier (UDI), medical device model, brand name, medical device catalog, section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device door was damaged and door handle was broken. The field service engineer (fse) inspected the door and found physical damage caused by a strong impact. The door was cracked at the handle and at the hinges, and the handle was missing. The handle was located with cracked and jagged plastic still attached to it. The fse removed the broken plastic from the handle and the hinges. A new tower door was installed, the door panel was fitted, and any remaining plastic debris inside the door crevices was cleaned out. The system was then tested using the hardware test application (hta) to confirm the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had broken door handle. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had broken door handle.there were no adverse events or injuries reported based on this event.